Event description:
It was reported that a catheter was placed during a cardiac surgery, readings were not matching up with the hemodynamic monitoring, pulled catheter and replaced with a new one. Discarded first catheter. Second catheter blood temperature readings were fluctuating and not matching the hemodynamics of the patient. Also, cardiac index values were incorrect, fluctuating from 1.2 to 6.8. Patient's clinical presentation did not change. No patient complications were reported.

Manufacturer narrative:
Device not returned.